Event description:
Review of information indicates pt alert triggered for high rv pacing impedance. Right ventricular oversensing also noted. It was further reported that there was pacing failure and no capture at maximum output. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Review of information indicates pt alert triggered for high rv pacing impedance. Right ventricular oversensing also noted. It was further reported that there was pacing failure and no capture at maximum output. The lead was capped and replaced. No patient complications have been reported as a result of this event. No conclusion can be drawn. Capture, failure to, impedance, high, oversensing, pace, failure to.